Event description:
During leep operation (loop electrical excision procedure) of cervical dysplasia, the loop that was being used to complete the leep procedure broke midway into the procedure and there was spread of cautery with collateral destruction.